Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the complaint handling database revealed no other incidents reported from this lot. Per the supera instruction for use (IFU), the recommended pre-dilatation diameter for a 5.5 mm stent is greater than 5.5 mm balloon. The IFU also states: the post-dilated vessel should be at least the size of the stent diameter. If recommended vessel diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous proximal superficial femoral artery. Pre-dilatation was performed with a 5.0 x 40 mm unknown balloon catheter. A 5.5 x 40 x 120 mm supera was advanced to the lesion. The physician advanced the catheter 5 cm further down the artery than where he wanted to place it. As he was deploying, he pulled the system back in to the sheath and deployed the stent in the lesion; however, when removing the device the tip caught on the stent and dislodged. The tip was still on the guide wire so it was easily removed from the anatomy. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.